Event description:
Paramedic was working a cardiac arrest when, the pt went into ventricular fibrillation. The paramedic attempted to defibrillate x 2 without the monitor delivering the energy. Pt was later declared dead. Dates of use: 2007. Diagnoses or reason for use: pt was in ventricular fibrillation. Event abated after used stopped or dose reduced: no.